Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The filter remains implanted in the patient. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that the filter became lodged within the renal vein after it was deployed. Attempts to remove the filter with both a recovery cone and a snare proved unsuccessful. A competitor's filter was implanted caudal to the previous filter. The patient is currently asymptomatic.